Event description:
The customer contact reported the pump did not deliver. At 1040, the pump was programmed to deliver 5% dextrose and 0.45% normal saline, at a rate of 75 ml/hr, with a vtbi (volume to be infused) of 950 ml and the delivery was started. The customer contact reported that a pca pump was also in use at the time of the event. The pca tubing set was connected to the acclaim tubing set and was being used to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. Approx 3 hours and 20 minutes later during rounds, the nurse noted that 950 ml remained in the bag. The nurse reported that the "amount infused read 0 and vtbi was still 950cc." It was reported that the nurse "did not see dripping in the chamber, but the pump sounded like it was infusing." At this time the nurse pressed the start button; however, the delivery did not start. The nurse, "turned the pump off, repressed start and it started infusing." The customer reported "the pt was on a dilaudid pca and had pushed the button for a total dose of 1.2 mg, but I'm not sure if he received any of that medicine or if he got a bolus all at once when the IV was reinitiated." The pump was removed from clinical service. Therapy was resumed with a replacement pump. There were no reported adverse pt effects or delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)